Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported getting stuck in the rewind loop. Customer mentioned that he sometimes has to press the act button multiple times to get it to work and to get the insulin pump to prime. No further information reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, stained end cap sticker and cracked battery tube threads.